Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2024 and nov 4, 2024. .. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was explanted from a patient's right eye. The reason for the explant was not specified. No further information was provided.